Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device functioning properly. Device received with broken battery tube threads and cracked case(battery tube). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that piece of battery compartment was broken and insulin pump stopped working. There was no physical damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.